Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the centrifugal control unit (ccu) displayed "over speed" when you start the pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
Eval in progress, but not yet concluded.